Manufacturer narrative:
Some of the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, 43 discrepant result complaints were reported for lot # 312582 yielding a complaint rate of 0.015%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab and poc meter. Results as follows:" date (B)(6) 2013, inratio2 1.6, lab 2.9, poc meter. Date (B)(6) 2013, lab 2.2. Date (B)(6) 2013, inratio2 1.6. Exact date not provided. About 2 weeks ago, patient self tester compared meter result to the lab because he noticed results started trending lower since august 2013. Historical result on (B)(6) inratio inr= 2.9 (last result before results started trending low). Unable to provide other results. Therapeutic range 2.0 - 3.0.